Event description:
It was reported that the patient's leadless pacemaker sustained a stretched helix prior to fixation. The procedure was completed using an alternate lp on (B)(6) 2025. The patient was stable.

Manufacturer narrative:
The reported event of stretched helix was confirmed. Final analysis found the helix length was out of specifications. The elongation of the helix was consistent with implant damage. No further anomalies were detected. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.